Event description:
It was reported that the patient was kept at the hospital to monitor oxygen levels, sleep apnea and diabetes following an implant procedure. The was recovering well at the rehab facility.